Event description:
It was initially reported this balloon had developed a leak. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. Therefore, this balloon was reported on the first quarter 2002 asr report. However, upon evaluation of this device a break was noted in the catheter shaft. The co's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. The device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated a break was noted in the catheter shaft 68.7cm distal to the base of the manifold. The balloon material was not received for evaluation. The break in the device is consistent with the extrusion becoming severely stretched, through some form of restriction. Therefore, co believes user technique may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."